Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of axios stent failed to deploy. Block h11: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. However, media inspection was performed, and it can be observed that the stent was partially deployed. Product analysis could not confirm the reported event of stent failure to deploy. The device has not been returned for product evaluation. Based on the information available and without proper evaluation of the device, it is unknown if the clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. There is not enough evidence to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The axios stent and electrocautery-enhanced delivery system instructions for use (IFU) states, " the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall." However, it was reported that the axios stent was placed for duodenal stricture. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the duodenum to treat a duodenal stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, a slight amount of resistance was encountered during deployment, and the first flange of the axios stent would not deploy. The stent was removed from the patient in an undeployed state, and the procedure was completed using another stent of the same size. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a duodenal stricture. However, the axios stent and electrocautery-enhanced delivery system instructions for use (IFU) states, " the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall." The stent is not intended to be used for duodenal stricture.